Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention took place to explant and replace the ipg. Surgery addressed the issue.

Event description:
It was reported that the patient's ipg was inoperable due to charging difficulty. Surgical intervention may take place to replace the ipg and resolve the issue.